Event description:
The pigtail of this ureteral stent detached in the patient during a therapeutic drainaga procedure, the detached semgnet was retrieved without incident. Follow up indicated the detachment of the pigtail was believed to be caused by the bridge of theureterroscope used during the procedure and not device related. There was no patient complications involved. No additional patient information is available from the user facility.